Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a typical flutter procedure, av block occurred requiring chest compressions to stabilize the patient. While doing a reverse curl with the ablation catheter to get better contact on the cti, the catheter bumped the av node with enough force to cause av block. Chest compressions were started and the patient's rhythm returned. An interventional cardiologist administered contrast through the coronary to ensure no arterial damage. The patient is in better condition and recovering. There were no reported performance issues with any abbott device.